Manufacturer narrative:
Correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information, and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced chest pain. It was reported that a farawave nav was selected for use during a clinical pvi ablation. The patient experienced chest (precordial) pain and required medication. No more information provided. The device is not expect to return for analysis. Further, the resolution date was on (B)(6) 2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced chest pain. It was reported that a farawave nav was selected for use during a clinical pvi ablation. The patient experienced chest (precordial) pain and required medication. No more information provided. The device is not expect to return for analysis.